Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported high blood glucose readings from the insulin pump. The customer's blood glucose reading at the time of incident was 500 mg/dl. The customer stated that she was recently admitted to the hospital as an inpatient and received treatment from a medical professional. The customer was advised to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The mother stated that the insulin pump is fine and brand new. The mother had checked the setting with the doctor as well. The customer was advised to call back if issue persists.